Event description:
Procedure type: cholecystectomy. According to the reporter: the first device at distal end is cracked and the second device broke in half and fell into the patient cavity, however, it was removed. Delay in or time reported 30 minutes. No tissue damage. Doctor finished the case with the broken devices. No patient injury was reported.